Event description:
The customer reported that the apix table controller was damage. Also, the handle that operates the table latch was broken in two parts.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The system was repaired, found to be operating as intended, and released to the customer for use.